Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.

Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction bolus was delivered to address BG level. Customer continued to use pump for insulin therapy.